Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed pinched power cable between bottom of optical encoder cover and inner surface of lower housing which caused wearing of electromagnetic interference (emi) coating and insulation damage to wire # 12 [v-mot +24v] resulting in intermittent shorting to case causing black display / power loss. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per log analysis, the pump reports multiple "display supply error" and "vmot voltage range error" events. This caused the pump to reboot multiple times which will stop the pump each occurrence. The field service representative (fsr) verified that the customer successfully replaced the roller pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump had stopped two times. The first occurrence was prior to going on cpb and it was restarted and reassigned. The second occurrence was during bypass and the pump restarted on its own after 20 seconds. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2017 prior to commencing cardiopulmonary bypass (while the surgeon was preparing to cannulate), she noticed that the six-inch roller pump, which was assigned as cardioplegia (cpg), turned off and lost assignment. She turned the pump back on and according to her recollection, she lost assignment for both her arterial and cpg pumps. She assigned the pumps to the same configuration as before cpg pump shut down. She made the decision to not change physical roller pump, for it was an atrial septal defect (asd) repair and she knew that it would be a very quick case and would need only one dose of cpg antegrade delivery method. Initiation of bypass occurred, and the cpg pumps local display screen went black, it reinitialized itself, and the local user interface (lui) screen reappeared. According to her recollection, the cpg pump did not ask for reassignment, and she was able to turn the pump on and delivery cpg without stoppage for the one dose to the patient. Per the manufacturer¿s technical support specialist, from log data analysis, the arterial pump was not reassigned on (B)(4). The incident with the six-inch cpg pump did not delay the commencement or continuation of the surgical procedure, there was no harm nor blood loss associated with the event. The surgical procedure was completed in 18 minutes on bypass according to the user facility perfusionist (ccp).